Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure? Why does the surgeon believe that the problem encountered with the stapler is the cause of event? Were any issues noted with staple formation during procedure? How was the bleeding identified? Where was the site of the bleeding? How was the bleeding addressed? Was the bleeding intra-operative or post- operative? Was the bleeding intraluminal or intra-abdominal? Please explain what is meant by ¿patients did not present clinical compromises related to the event¿. What is the current patient status?

Event description:
It was reported that we received the information through the surgeon, that the patients were referred to the ICU (treatment and intensive care center) with bleeding. According to him, he believes that there was some problem with the stapler, since the patients did not present clinical compromises related to the event.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what was the exact surgical procedure? Bariatric surgery. Why does the surgeon believe that the problem with the stapler is the cause of the event? Two simultaneous cases. Was there any problem observed in stapling during the procedure? No how was bleeding identified? Vomit. Where was the bleeding site? No examination (endoscopy). How was bleeding treated? Vomiting (bleeding with clots). Was the bleeding intraoperative or postoperative? Post operative immediately. Was the bleeding intraluminal or intra-abdominal? Intraluminal. Please explain what is meant by "patients had no clinical impairments related to the event". Pre-existing diseases. (Coagulation impairment, etc.). What is the current status of the patient? After being discharged from (B)(6) 2018, he returned to the doctor's office, very well.